Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer experienced bleeding and "blue ones spots" after inserting the abbott diabetes care (adc) device. The customer was able to self-treat by applying an unspecified ointment on the insertion site. There was no report of death or permanent impairment associated with this event.

Event description:
The customer experienced bleeding and "blue ones spots" after inserting the abbott diabetes care (adc) device. The customer was able to self-treat by applying an unspecified ointment on the insertion site. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on returned sensor patch. Data was extracted using approved software and extraction was successful. Further investigation was not performed due to applicator not returned. Therefore, issue is closed to no product returned.an extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution.if the applicator is returned, a physical investigation will be performed, and a follow-up report submitted.all pertinent information available to abbott diabetes care has been submitted.